Event description:
It was reported that the modulator cover was missing on the ion pump high voltage power supply. There was no report of death or serious injury. If additional information is received, a follow-up report will be sent.